Event description:
A pin has broken off the standard paddles at the connector which connects to the device. This was reportedly discovered during a shift change check when the defibrillator to which the paddles charged but would not discharge energy.